Event description:
The device was returned due to the device's lock malfunctioning. The results of the investigation found that the device was not recognizing the latch being locked. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2025 was the reported month/year of the event, but the exact day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found the device would not recognize the latch being locked. The latch lock mechanism was found to be the cause of the issue. The latch lock mechanism and flex sensor were replaced to fix the issue.